Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative. It was reported that the stimulator system felt like it shocked the patient all the time and she did not get good pain relief. The patient wanted it removed. No diagnostics/troubleshooting were performed; the battery was overdischarged and the patient refused any diagnostic procedures. The system was removed/explanted and the issue was considered resolved as of (B)(6) 2017. The stimulator and leads would not be returned as the customer discarded them. It was noted that the physician did not believe there was any issue with the stimulator. The devices would not be replaced in the future. The patient was implanted with a pump. The issue occurred during normal use. The patient was alive with no injury.